Manufacturer narrative:
Concomitant medical products - model: unknown, tissue expander with magnetic port; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was sounding an audible alert. It was noted that the patients ICD was interacting with a concomitant device, a tissue expander with a magnetic port. The tissue expander was triggering inappropriate magnet operation in the ICD. The magnetic tissue expander was removed, and the ICD remains in use. No patient complications have been reported as a result of this event.